Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: leakage. It was reported by the distributor that product leakage was found as attached photos. There was no patient consequence reported as the devices were not involved in any surgery. Also, no abnormalities detected during local warehouse incoming inspection and storage. Local transportation follows related requirements as well. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachments (photo 1 of (B)(4) and photo 2 of (B)(4). The photo investigation revealed the outer packaging damaged at its edges and signs of what appears to be paint transfer attached to one side of the package. Although there is no certainty of the substance observed, it is reasonable to suspect that a paint transfer was caused by the vial breakage that subsequently lead to the leakage observed outside of both packaging boxes. No evidence suggests an error in the manufacturing that could be a contributing factor in the reported allegation. Once the product leaves j&j medtech orthopaedics control, it is unknown what environmental/external factors the finished goods products are exposed to. A manufacturing record evaluation was performed for the finished device 4442813 lot number, and no non-conformances nor manufacturing irregularities were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the smartsetgmv endurance gent 40g would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to transport and storage, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device 4442813 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device 4442813 lot number, and no non-conformances nor manufacturing irregularities were identified.

Event description:
It was reported by the distributor that product leakage was found. There was no patient consequence reported as the devices were not involved in any surgery. Also, no abnormalities detected during local warehouse incoming inspection and storage. Local transportation follows related requirements as well.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.